Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited possible lead erosion as the patient complaining of periodic pains like a thin wire poking underneath the skin. The technical services (ts) referred the patient to the physician. As of this time, the pacemaker with this ra lead and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.